Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to fracture. Additional information from the field indicated that this lead exhibited high impedance and high pacing threshold. Also, the lead was fractured upon extraction. Hence, the distal portion of the lead was abandoned and the proximal portion was explanted. No additional adverse patient effects were reported.